Event description:
It was reported that patient was presented in hospital for a routine cardio version. Non-physiologic lead noise was observed post shock delivery. Noise was not reproducible with manipulation. Lead was capped and replaced. Patient condition is good.

Event description:
New information received indicated that the previous capped lead was explanted due to unrelated infection.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.2-12.5cm from the distal tip. Internal insulation abrasion was noted at 18.0-19.2cm, 11.2-11.8cm, and 18.5-19.4cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 21.6-21.7cm, 24.4-24.5cm, 24.7-24.8cm, 24.8-24.9cm, 25.6-25.8cm, and 26.2-26.3cm from the distal tip. The etfe coating was intact at these locations.